Event description:
It was reported that the magnet rate or this device showed 100 but the longevity showed less then six months remaining. The patient came in for a follow up in retry mode thus high output settings. Some changes were made and most currently the magnet rate showed 90, but the longevity was at two and a half years remaining when changed to fixed output settings. The patient will be seen in three months to evaluate the true longevity of the device battery remaining. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. Should additional information this investigation will be updated.